Event description:
It was reported that the patient with this pacemaker experienced bradycardia and an irregular heart rate. It was noted that the patient was measuring their blood pressure with an external monitor and observed a heart rate of approximately 40 beats per minute. Technical Services (TS) was consulted and recommended that the patient use the Heart button on the home communicator and contact their following cardiologist to report the symptoms. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.